Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) laboratory technician, (B)(4) - failure (event) observed during analysis. Final analysis found that the solder joint between the flex and the battery connector was cracked. The cracked solder joint could lead to intermittent connection and thus cause the pulse generator to revert to backup vvi mode.

Event description:
It was reported that while in its box, the device was found in backup mode. The device was not implanted and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
This report is to advise of an event observed during analysis.